Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the audio bolus button had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the bolus button was intermittently unresponsive. The button cover was removed and the internal plug was misaligned. The up, down, ok and contrast buttons responded appropriately. There was no visible damage to the keypad. It was found that the motor vibration failed. Testing confirmed that the pins on vibration motor are not making an electrical connection with pcb.